Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo showed what looked like the device seal. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo showed what looked like the seal of the device inside of the patients open cavity. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, on the process of inflating the balloon, and after the surgeon inserted the camera into the port, the surgeon saw the piece of plastic cap inside the patients peritoneum. The surgeon decided to do another port entry to take out the object that fell inside the peritoneum. There was no patient injury.